Event description:
Boston scientific received information that that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right atrial (ra) lead exhibited varied pacing impedance measurements, beginning three months post device implant. Pacing impedance measurements varied from 500-800 ohms, to less than 200 ohms, then increased to greater than 2,000 ohms. Additionally, ra loss of capture (loc) was observed. The patient experienced a syncopal episode three months ago, however, review of device memory revealed no stored episodes during that time. Boston scientific technical services (ts) discussed programming options. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.